Event description:
The rptr stated that rptr did back to back blood glucose tests. Results were 59, 139, 132, 104 and 62 mg/dl. Rptr did not have any symptoms. A control test was not done due to a lack of supplies. On followup, the rptr stated that rptr had not used the meter for over two years. Rptr's test strips had been open for more than 4 months, and rptr's control solution was expiring. The rptr opened a new vial of strips and had 'good' readings. No harm was alleged.